Event description:
During service by baxter, the device failed accuracy test with underdelivery on channel a. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation was performed and the condition of underinfusion was confirmed. Inspection of the pump revealed defective pump head on channel a caused the inaccuracy. The pump was tested for proper operation and pump found to function properly.